Event description:
It was reported to philips that the system could not turn on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to boot properly. Upon troubleshooting fse found that the 24v dc was not present on the mpdu, preventing the system from powering on. To resolve the issue, fse replaced pdu fan tray and dcps (direct current power supply). The system was returned to use in good working order. The codes were updated based on the investigation outcome.